Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Fails iui communication/burnt ic chip- (B)(4). Unit is affected by fails iui communication. Burnt ic chip on motor control board. Do not charge customer. Charge recall. (B)(4). Sent e-mail to customer feedback, customer stated problem falls under complaint escalation. (B)(4). Evaluation statement: the reported issue was confirmed and found to be the result of a thermally damaged component q21 on the motor controller board assembly. The noted observation and failure mode of the returned lvp device is consistent with findings noted in prior investigations for this same issue. The issue was investigated under legacy CAPA - (B)(4). The root cause was found to be related to improper cleaning activities with associated iui connectors. Based on the fi finding the component q21 is the same part number as q22 and performs the same function, providing 8v to attached modules. Q21 can also experience the same electrical over stresses and thermal damage making the noted CAPA applicable for q21 as well. Review of the sn (B)(4) service history record showed the device had a manufacture date of 03/09/2012. A review of the device service history record was performed beginning from the date of manufacture to the present date 08/19/2019 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Per the product risk assessment document (B)(4), an initiation of a risk assessment is not required. The customer did not allege any patient involvement or report observing smoke, flames or burning smell while the device was in operation. Based on these facts no further investigation of this issue is deemed necessary by customer advocacy and the service depot may proceed with the appropriate repairing of the returned lvp. (B)(4). Minor repair for broken rear case and third party door latch. Submitted for customer approval. (B)(4). Additional repairs needed per (B)(4). Unit to be return unrepaired for all additional repairs. A copy of the estimate / customer response is attach to this notification for reference. (B)(4). Motor controller is beyond repair due to excessive burnt of q21 thus pads were also burnt. (B)(4). During the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.